Manufacturer narrative:
The patient was presented back to the electrophysiology (ep) laboratory for an electrode revision procedure. Upon completion of the procedure, the local representative contacted ts to report that the terminal pin was not fully inserted and the set screw was not extended all the way. The electrode was disconnected and the terminal pin was cleaned. The terminal pin was re-inserted and the set screw was tighten. The shock impedance was checked and the measured value was within normal range.

Event description:
Boston scientific received information that this local representative had been contacted in late - (B)(6) 2015 to interrogate this patient's device. A review of stored data identified nonsustained episodes that had occurred in (B)(6) 2015 that fell between the implant procedure and the revision procedure (connection issue). The nonsustained episodes have signals that appear non-physiologic and wander from the baseline. Ts commented that these nonsustained episodes most likely were the result of a connection issue as no further observations have been reported since the revision procedure was completed.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The patient was presented to the clinic for a wound check. Interrogation of the device identified a greater than 400 ohms shock impedance and a hi warning. Ts discussed the possibility of a connection issue. The local representative commented that defibrillation threshold testing was done at implant and the shock impedance was normal. Ts was informed that the patient has been scheduled for an invasive check of the device-electrode connection. The local representative mentioned that the electrode was not implanted in the usual manner. Ts suggested that the physician should perform a tug test during the invasive device check. If the terminal pin is not loose, then the electrode should be disconnected, cleaned and reconnected. The local representative asked if the out-of-range (oor) shock impedance could turn off tachycardia therapy. Ts explained that an oor does not turn off tachycardia therapy. Ts suggested that stored data from the device be sent for review. Ts contacted the local representative to explain that the oor impedance resulting in the hi error code that occurred prior to the in-clinic device check did not turn off the tachycardia therapy. It was the intervention with the programmer during the in-clinic check that turned the tachycardia therapy off. Ts explained that when the electrode integrity check was commanded, the value was found to be greater than 400 ohms. Tachycardia therapy at that point is disabled. The local representative commented that an x-ray of the header did identify a possible connection issue. The terminal pin of the electrode was only approximately 1/4 of the way into the header port.

Manufacturer narrative:
Boston scientific received information in late-october 2018 that this patient was presented back to the electrophysiology laboratory. This device and electrode were electively explanted. The device was returned with a partial electrode still attached. A tug test was performed which showed that the electrode had been secured in the header by the setscrew. The connected portion of the electrode was removed and the setscrew operated normally. The interrogated monitoring voltage was 9.099 volts. The remaining battery status to elective replacement indicator was 35%. A review of the device memory noted no resets, errors, or fault codes. The device was put through and passed automated electrical testing.

Event description:
---